Manufacturer narrative:
The microsensor was not returned for evaluation; however, pictures were provided and evaluated: it was not possible to investigate the complaint as the device has been discarded. Therefore, with the pictures provided, we can confirm that the device was damaged, and has shell peeled off. The possible root cause of the damage observed on the pictures could be probably due to a mishandling, as noted in the IFU of the product the device 826631 must be used with care to avoid any damage.

Event description:
A physician reported that after unpacking the microsensor, it was found that shell was peeled off but it could be zeroed normally and could show normal reading. The microsensor was implanted to the patient and was monitored during the procedure. However, after the monitoring the microsensor was discarded. There were no delays and no adverse consequences to the patient.